Manufacturer narrative:
Visual inspection: during the investigation, a deformation of the outer housing of the progavcould be determined. The measurement of the plane parallelism could confirm that with a value of -0,070 mm - outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: the opening pressure is measured using a computer-controlled miethke testing device that simulates the flow of cerebrospinal fluid. The valves are tested in both horizontal and vertical positions. The results show that the progav operates not within the accepted tolerance in the horizontal position. The shuntassistant operates within the specified tolerances in the vertical position. An accelerated outflow of progav could be determined. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves and the control resrvoir. Results: according to the investigation results, a non-adjustability and an accelerated outflow at the progav were detected. The visible deposits and the deformation have led to the functional deviations. Furthermore, we can determine visible deposits in the shuntassistant and the contreoll reservoir. The deposits had no effect upon the specifications at the time of the examination. The components operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. Furthermore, we could not determine any abnormalities in the peritoneal catheter. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shunt system (#fv434-t) was implanted. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.